Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. External and internal visual inspections of unit revealed exposure of cable, right ang ext, 2.5id/5.5od 16awg and the returned power supply. There was no damage to the power cord. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The cause of the problem was determined to be physical damage, frayed wires at the power connector plug. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.